Manufacturer narrative:
On (B)(6) 2014 -1630, the nih stroke scale was o and the stroke score was 2. The patient was treated with pt, ot while in-patient hospitalization. The patient was then transferred on (B)(6) 2014 to the rehab hospital for continued rehab for left arm. It is unknown at this time if the symptoms resolved as the patient was discharged from the hospital to rehab. There was no medication administered for the event. The patient will be followed in the 30 day study follow up visit to verify his status at that time. Concomitant medication, included clopidogrel ay pre procedure, post procedure and at discharge. Per the investigator, the event was not related to the cordis products but related to the index procedure. Concomitant medication, included clopidogrel ay pre procedure, post procedure and at discharge. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: the adjudication minutes were received on 6/9/14 and reviewed. The adjudication committee agreed that the patient experienced a cva. Per the adjudication minutes, a carotid duplex ultrasound on (B)(6) 2014 revealed increased velocities within the stent suggestive of moderate stenosis (50%-69%). Complaint conclusion updated: the adjudication committee agreed that the patient experienced a cva. This (B)(6) female enrolled in the sapphire registry experienced a neurological event; the site had reported the event as an ischemic stroke post procedure. Pre-procedure nih stroke scale was 0, stroke scale score was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% re-stenosis to the left internal carotid artery. It was noted that this was restenosis at site of a previous cea. The lesion was described as 10mm in length, mildly calcified and arch type ii. The reference vessel was 6.0 in diameter with mild vessel tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion. A 9.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris was noted in the filter basket. No air bubbles were present. The patient left the angiography suite with no neurological deficits. The day after the index procedure, the patient reported hyper reflexes of left arm ¿uncontrolled slapping¿-left arm apraxia with fine motor skills documented. The event was reported as an ischemic stroke. The adjudication committee agreed that the patient experienced a cva. Per the adjudication minutes, a carotid duplex ultrasound on (B)(6) 2014 revealed increased velocities within the stent suggestive of moderate stenosis (50%-69%). Per the neurologist notes, there was right visual field loss. The exact time and date are unknown; however, the symptoms were reported by patient and noted/documented on (B)(6) 2014 at 0800 assessment- ¿change in neuro assessment¿. The following tests were administered, on (B)(6) 2014 CT head w/o infusion: no acute intracranial abnormalities. Cervical spine ap/lat: not well visualized. What is visualized revealed no acute bony prominences. Mild spurring interiorly about disc space c-5-c6. On (B)(6) 2014 MRI brain/head w/without infusion: findings consistent with acute infarct in left lateral aspect of brainstem, small sub cortical area of infarct involving the left post parietal lobe. Questionable filling defect in the distal left vertebral artery which could conceivably represent thrombus. On (B)(6) 2014, the post procedure nih score was 0 and the stroke scale score was 0. Additional information was received, indicating that there are no further records for indicating any vision loss besides what the neurologist documented. At the 30 day visit, the patient did not mention any vision problems or loss at that time either. At the of the post nih test there was no vision loss noted or reported by the patient. Per the site, it must have been an isolated instance. The patient does not recall reporting any vision loss after the stent placement and not assessments by the nursing staff reflect any changes in vision either. The only thing the patient mentioned is that she had cataract surgery and was pending cataract removal again. The patient¿s medical history includes first-degree relative with premature cad, coronary artery disease and myocardial infarction, coronary percutaneous revascularization and hypertension. The product remains implanted in the patient and thus is available for evaluation. A device history record review was performed and showed that the lots of product met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product remains implanted. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported via the sapphire registry, a patient experienced an ischemic stroke post procedure. Pre-procedure nih stroke scale was 0, stroke scale score was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% re-stenosis to the left internal carotid artery. It was noted that this was restenosis at site of a previous cea. The lesion was described as 10mm in length, mildly calcified and arch type ii. The reference vessel was 6.0 in diameter with mild vessel tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion. A 9.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris was noted in the filter basket. No air bubbles were present. The patient left the angiography suite with no neurological deficits. The day after the index procedure, the patient reported hyper reflexes of left arm ¿uncontrolled slapping¿-left arm apraxia with fine motor skills documented. The event was reported as an ischemic stroke. Per the neurologist notes, there was right visual field loss. The exact time and date are unknown; however, the symptoms were reported by patient and noted/documented on (B)(6) 2014 at 0800 assessment- ¿change in neuro assessment.¿ the following tests were administered, on (B)(6) 2014, CT head w/o infusion: no acute intracranial abnormalities. Cervical spine ap/lat: not well visualized. What is visualized revealed no acute bony prominences. Mild spurring interiorly about disc space c-5-c6. On (B)(6) 2014, MRI brain/head w/without infusion: findings consistent with acute infarct in left lateral aspect of brainstem, small sub cortical area of infarct involving the left post parietal lobe. Questionable filling defect in the distal left vertebral artery which could conceivably represent thrombus. On (B)(6) 2014, the post procedure nih score was 0 and the stroke scale score was 0.

Manufacturer narrative:
Additional information was received on 4/14/14, indicating that there are no further records for indicating any vision loss besides what the neurologist documented. At the 30 day visit, the patient did not mention any vision problems or loss at that time either. At the of the post nih test there was no vision loss noted or reported by the patient. Per the site, it must have been an isolated instance. The patient does not recall reporting any vision loss after the stent placement and not assessments by the nursing staff reflect any changes in vision either. The only thing the patient mentioned is that she had cataract surgery and was pending cataract removal again. Complaint conclusion: this (B)(6) female enrolled in the (B)(6) registry experienced an ischemic stroke post procedure. Pre-procedure nih stroke scale was 0, stroke scale score was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 80% re-stenosis to the left internal carotid artery. It was noted that this was restenosis at site of a previous cea. The lesion was described as 10mm in length, mildly calcified and arch type ii. The reference vessel was 6.0 in diameter with mild vessel tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion. A 9.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris was noted in the filter basket. No air bubbles were present. The patient left the angiography suite with no neurological deficits. The day after the index procedure, the patient reported hyper reflexes of left arm ¿uncontrolled slapping¿-left arm apraxia with fine motor skills documented. The event was reported as an ischemic stroke. Per the neurologist notes, there was right visual field loss. The exact time and date are unknown; however, the symptoms were reported by patient and noted/documented on 3/18/14 at 0800 assessment- ¿change in neuro assessment¿. The following tests were administered, on (B)(6) 2014 CT head w/o infusion: no acute intracranial abnormalities. Cervical spine ap/lat: not well visualized. What is visualized revealed no acute bony prominences. Mild spurring interiorly about disc space c-5-c6. On (B)(6) 2014 MRI brain/head w/without infusion: findings consistent with acute infarct in left lateral aspect of brainstem, small sub cortical area of infarct involving the left post parietal lobe. Questionable filling defect in the distal left vertebral artery which could conceivably represent thrombus. On (B)(6) 2014, the post procedure nih score was 0 and the stroke scale score was 0. Additional information was received, indicating that there are no further records for indicating any vision loss besides what the neurologist documented. At the 30 day visit, the patient did not mention any vision problems or loss at that time either. At the of the post nih test there was no vision loss noted or reported by the patient. Per the site, it must have been an isolated instance. The patient does not recall reporting any vision loss after the stent placement and not assessments by the nursing staff reflect any changes in vision either. The only thing the patient mentioned is that she had cataract surgery and was pending cataract removal again. The patient¿s medical history includes first-degree relative with premature cad, coronary artery disease and myocardial infarction, coronary percutaneous revascularization and hypertension. The product remains implanted in the patient and thus is available for evaluation. A device history record review was performed and showed that the lots of product met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.